Event description:
It was reported that during a neurovascular procedure, after the subject flow diverter was completely deployed in the vessel, the subject flow diverter underwent sever foreshortening and was near the neck of aneurysm. The operator deployed another a second flow diverter to connect and finish the procedure.

Manufacturer narrative:
H3 other text : device is implanted in the patient.

Event description:
It was reported that during a neurovascular procedure, after the subject flow diverter was completely deployed in the vessel, the subject flow diverter underwent sever foreshortening and was near the neck of aneurysm. The operator deployed another a second flow diverter to connect and finish the procedure.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was found to be deployed and not returned. The stent was implanted. The sdw (stent delivery wire) was found to be intact. The stent introducer sheath was not returned. Functional inspection: n/a. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deformed could not be confirmed as the stent was not returned. The reported patient medical or surgical intervention required could not be confirmed during the analysis as the issue is patient/procedure related. The returned portion of the device (stent delivery wire only) met specification when received for complaint investigation based on the analyzed anomalies noted to the device. The operator flushed and delivered the subject flow diverter to go through microcatheter to the location and deployed it normally. During deployment under dsa (digital subtraction angiography) the operator confirmed the stent didn't migrate and it supposed to be about 8mm from neck of aneurysm after deployment. After releasing the tension the operator withdraw the microcatheter to deploy the subject flow diverter and didn't push or pull it for adjustment. After the subject flow diverter was completely deployed it recoiled severely and was near the neck of aneurysm. The operator complained about the subject flow diverter foreshortening and used another flow diverter to finished the procedure. The vessel was not tortuous. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. The device is not being returned to stryker. It is possible that the anatomy of the patient contributed to the reported event, but this cannot be definitively confirmed. The returned partial device (stent delivery wire only) was analyzed and no issues were noted with the returned partial unit. The introducer sheath and the stent were not returned for analysis, and it cannot be confirmed if the introducer sheath or stent contributed to the reported event. An assignable cause of undeterminable will be assigned to the reported ¿stent deformed¿ and ¿patient medical or surgical intervention required¿ as review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event. The as analyzed "other" will also be assigned an assignable cause of undeterminable as review and analysis of available information failed to identify a definitive cause.